Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 179 mg/dl. Customer had symptom of high blood glucose; customer was vomiting, had a migraine headache and collapsed. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days in the intensive care unit and was treated and fluid was taken out of her spine which was cause of headache. Customer was wearing insulin pump at the time of hospitalization. Customer's blood glucose elevated due to excessive eating which was recommended by healthcare professional. Customer's blood glucose elevated to 674 mg/dl. Troubleshooting could not continue as call was disconnected.